Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloons working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a pin hole tear on the balloon material, along the working length. The balloon material was jagged and uneven at the tear site. Lead in scratches were evident proximal to the tear site. If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend rx ptca balloon catheter was intended to be used to treat a non tortuous, calcified lesion in the anterior descending branch. Stenosis was 90%. No issue was noted during prep prior to use. Resistance was noted when advancing the device, to the lesion. Excessive force was not used. When the balloon was in place at the lesion and upon inflation to 10atm, it was noted that the balloon shape appeared larger than usual under certain pressure. The pressure was stopped and the balloon size was confirmed. The balloon expanded evenly, except at the calcified location. The balloon continued to be pressurized to 10 atm. It was reported that the balloon ruptured and the contrast agent overflowed. The balloon was not moved or repositioned before it ruptured. It is indicated that a dissection/perforation occurred. The use of the device was stopped. The pressure was decreased. The device was removed and a stent was implanted directly to complete the procedure. Patient status post procedure is alive with no injury.